Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery ostium. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured and was difficult to use continuously. The procedure was completed with the original device. There were no patient complications nor injuries reported.